Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill was sent for eval because during a procedure it allegedly stopped running, and the procedure was completed with a readily available alternate device without any clinically significant procedure delay, and no adverse consequences were reported. During quality eval conducted by MFR¿s service technician, it was found that the hand piece was running without user activation.